Manufacturer narrative:
Per srt when the epgs was plugged it the light emitting diode (led) would turn yellow, the blender know would just click and then the led would turn off. After agitating the cable the unit worked as intended. It was determined that there was an issue with the epgs pod connectivity. A new pod was installed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, there was an intermittent connection between the electronic patient gas system (epgs) cable to pod. There was no patient involvement.